Manufacturer narrative:
H3, h6. The real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files were provided for investigation, where screenshot and log file review of the case did not confirm the frozen screen when the drill was flickering nor the ¿robotic drill rom: missing¿ in the drill diagnostics test. The log files do not indicate any system or software issue related to the reported complaint. The drill used in this case was functionally evaluated and confirmed the reported issues. When the drill icon flickers on the screen, it is known to freeze the screen, and the user has to do a hard shutdown. A contributing factor for the drill¿s flickering connection would be a failed exposure motor that is under further investigation for corrective and preventative action. The ¿robotic drill rom: missing¿ is likely due to the drill not having been calibrated and is likely to be a manufacturing issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Within the scope of the reported complaint, a review of prior escalation actions was performed and found no actions that are applicable to rob10024. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during set up for a cori-assisted tka surgery and after creating the case and then entering into the case, they plugged in the footpedal and went to plug in the real intelligence robotic drill. They were on the ¿connection¿ page/step and after plugging in the robotic drill, the icon representing the drill being plugged in was flickering between a check mark and an x. They unplugged and replugged the drill and the flickering was still occurring case (B)(4). The screen was stuck on this page with the software frozen and they had to shut down the robot and turned it back on, as it was the only way to get off case (B)(4), and tried again but it still did not read that the drill was plugged in. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed. Additionally, after the case, they took the first drill faulty and connected it to run a robotic drill diagnostic test on it. When entering into the ¿robotic drill connection¿ phase of the test, it stated that the ¿robotic drill is connected¿ but in the upper right portion of the screen it stated ¿robotic drill rom: missing¿ and it did not let them proceed to next steps of the test.